Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp said the patient (pt) gets error code "574" on the patient  programmer. Hcp reports patient was having "worsening of symptoms." Hcp said the patient's ins was just checked by the neurosurgeon and they used an 8840 to interrogate the ins after it was previously programmed by the tablet. Additional information received from the healthcare provider (hcp) reported the cause of the worsening symptoms was due to the right stimulator settings being wiped so the patient was no longer receiving therapeutic stimulation. The patient was seen in the emergency department and was reprogrammed to their previous settings which resolved their symptoms and the 574 error code.